Event description:
Caller reported a cartridge alarm 30 issue. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support to load a new cartridge properly and successfully resumed insulin therapy, resolving the issue.